Event description:
It was reported that during an unk procedure, the nurse wanted to know if the teflon pad on the device was radiopaque. She then asked someone in the background if they should x-ray the pt. Customer was informed that the pad is not radiopaque. No additional info is known at this time. It is unk at this time if the tissue pad was found in the pt or not. Additional info requested but not received.

Manufacturer narrative:
(B)(4). Info not available; device not returned for analysis.